Manufacturer narrative:
Device not returned.

Event description:
It was reported that the basal iq software intermittently did not suspend insulin delivery as intended. There was no reported adverse impact to the customers blood glucose level. Customer reverted to an alternate pump for insulin therapy. No additional information was provided.